Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that the delivery system (ds) was deformed and could not be deployed normally after multiple deployments. The ds was attempted/not used and replaced. The delivery system was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system tether was frayed. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The analyst noted there was resistance when the device was pulled by the tether due to lumen torn and tether frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.